Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine follow-up, stored episodes of non-sustained right ventricular oversensing were observed. Review of the episodes appear to show myopotential oversensing. Oversensing could not be reproduced with isometrics or deep inspirations. The device setting was slightly increased at each clinic visit. The patient will be monitored remotely. The patient condition is fine.

Manufacturer narrative:
PMA/510(k) number should have been submitted with the initial report.